Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported "unit froze twice today. Had to turn off and back on." The system locked up. There is no report of injury or death associated with the event described in this complaint.